Event description:
Refer to medwatch 1220908-2012-00825 for similar report. Complainant alleged that while attempting to defibrillate a male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.